Event description:
A pacel 6f bipolar pacing lead was selected for use. The device was inserted smoothly into the right ventricular apex without complication, and sutured into place. After a few days, it was revealed that the device was not pacing correctly. While the device was being removed and readjusted, the pt developed cardiac tamponade. A pericardiocentesis was performed and the pt stabilized. Another temporary lead was not inserted.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures. The pacel bipolar pacing catheter instructions for use (IFU) states that for pacing leads which are indwelling for extended periods of time (greater than 72 hours) should be routinely evaluated and replaced as needed.